Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). Both samples were repeated on the same instrument and on an alternate instrument, resulting higher than the initial results. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and reported that they replaced the quiklyte sensor for the integrated multi-sensor (imt). The customer ran dilution check and quality controls, all of which were within acceptable ranges. The cause of discordant falsely low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.